Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. The medical records do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. In addition, no previous complaint was reported related to this event. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci surgical procedure.

Event description:
As part of a legal dispute, intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci total hysterectomy with bilateral salpingo oophorectomy procedure on (B)(6) 2010 for endometriosis and fibroids. Isi was provided with the operative report along with additional operative reports and medical examination reports. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. On (B)(6) 2010, the patient presented with urinary leakage. She was diagnosed with a vesicovaginal fistula. On (B)(6) 2010, the patient underwent a cystoscopy followed by an abdominal repair of vesicovaginal fistula. The patient reported painful intercourse. No other records were provided.